Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the programmer's touchscreen was out of calibration. It was also noted that the printer paper was depleted. There was a crack on the upper handle. The upper and lower bullets were missing. The company logo button was missing. The radiofrequency head cable was worn with twisted cores and the anti-slip layer was ripped off. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.